Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented in the emergency room for syncope. While the patient was waiting in the emergency room, patient went into a vt/vf episode. Patient was externally defibrillated successfully. Upon device interrogation, alerts for sosd and ocd, prior to external defibrillation, were observed. Lead impedance was also low. In-clinic capacitor maintenance was tried but it was aborted. Lead and hv circuit damage was suspected. Device was explanted and replaced. Lead was tested with the new device and the impedance was within normal range, so the lead was kept in use. Patient was fine throughout and will be followed-up normally.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient experienced weakness and falls when presented to emergency room on (B)(6) 2016. Patient had cardiac arrest and was resuscitated. Drop in shock impedance was noted during device interrogation.